Event description:
It was reported that during a da vinci-assisted lung surgical procedure, there was fraying at the distal end of the cadiere forceps instrument. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.076" x 0.158" was not returned with the instrument. The complaint regarding physical damage was confirmed by failure analysis.